Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and covering half of the balloon. The returned sheath was not a datascope product and it was found to be slightly kinked along the length of the tubing. The extension tubing was also returned. A small portion of the extension tubing was not returned. The technician removed the sheath from the over unfolded membrane, and the inner lumen was observed to be stretched. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.038cm in length. Conclusion: under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. When the sheath was initially passed over the unfolded membrane and inner lumen, it may have caused the inner lumen to. Become stretched. The membrane penetration located within an abrasion mark is typical of that produced by contact with calcified plaque during counterpulsation therapy. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
Balloon membrane rupture of a 7.5 fr. 40cc linear iab, occurred last week. Patient was critically ill but no detectable change in patient with balloon rupture. Datasheet reported: leak in iab circuit x9 alarms; lat alarm check iab catheter. Patient expired on (B)(6) 2012 about 30 hours after placement on ECMO. Patient's iab console began alarming "leak in iab circuit" after patient's 10:00 am turn. All alarms precautions followed per iab console "help" screen. No blood noted in helium tubing. All connections check and blood backed up into iab helium extension tubing indicating a membrane rupture. ICU fellow physician attempted to remove faulty iab catheter through sheath in an attempt to preserve access to patients femoral artery. Balloon got stuck in sheath requiring patient to go to or for catheter removal. Note: the doctor and hospital staff know that removing the balloon through the sheath is not recommended. The critical nature of patient's condition led to the decision to try anyway. Slow leak loss alarm. All connections checked with another nurse and iabp console restarted. System alarmed three more times, and then blood leaked up into lab catheter tubing indicating a balloon membrane rupture. Attending ICU physician and attending surgeon notified. Balloon catheter had been placed under vascular cut down and would require cut down for removal. At the direction of the surgeon and in consultation with the vascular surgeon, balloon catheter removal attempted through the sheath. Balloon got stuck in sheath and would not come out, requiring patient to go to operating room for catheter removal. During these events, the patient had significant changes in his hemodynamic stability requiring increased doses of vasopressor and inhaled medications,and additional blood products to support patient during his return to the operating room. Iabp console was taken to clinical engineering to have them checked to be sure that blood did not get into console safety disk. Lab catheter retained in the office until a return kit was sent for microscopic inspection by the manufacturer. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). (B)(4).